Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on (B)(4) 2016. Lot 1213490: 20 items manufactured and released on 11 september 2013. No anomalies found related to the problem. To date, no similar events have been on items of the same lot.

Event description:
During a primary hip case when the surgeon was broaching, a fracture occurred in the medical calcar. The surgeon used cables to stabilize the fracture. The surgery was delayed approximately 30 minutes. The surgery was completed successfully. X-rays are not available.